Manufacturer narrative:
H4: the lot was manufactured from august 01, 2023 to august 03, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused medication to the patient. An underinfusion of approximately 20% occurred during patient infusion. The devices contained 8 g flucloxacillin and citrate buffer in 230 ml 0.9% sodium chloride (na cl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred during (B)(6) 2024. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.